Event description:
It was reported that during central processing, the 30-degree endoscope plus had a cracked lens. There was no report of patient involvement or no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and found to was visually inspected and damage was found at the distal end. The distal window located at the distal tip was visually inspected and found to have a broken or detached piece in a location that could fall into the patient. Additional observation(s) not reported by site: the endoscope was visually inspected and found with mechanical damage to the scope¿s distal tip. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with attached endoscope adapter (aea) shaft bearing contributing to friction. The endoscope was visually inspected and found with minor cut(s) to the cable insulation. The damage was located at zone b in the middle 1/3 of the endoscope cable. The endoscope was tested and placed on in-house system or equivalent for functional testing and failed to provide a video due to an electrical or communication failure. The in-house system or equivalent failed to communicate with the endoscope, resulting in an error message failed self-test. The endoscope was tested and placed on in-house system or equivalent for functional testing and failed to provide a video due to an electrical or communication failure. The system or equivalent failed to communicate with the temperature sensor located on the camera module and resulted in an error message "avoid contacting tissue. Endoscope temperature is unknown". Additional information provided by advance failure analysis: the endoscope was tested and place on an in-house system for cable testing and failed due to wahoo paddle board (wpb) defect. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use or improper handling, which may include accidental drops of the endoscope or inadvertent collisions with hard surfaces.